Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed multiple non-sustained ventricular oversensing episodes, a sensing decrease and an exit block. A right ventricular lead dislodgement was suspected. The lead was explanted and replaced. The patient was in good condition following the procedure.